Manufacturer narrative:
A siemens customer service engineer (cse), working with a siemens regional support center (rsc) specialist took the following actions: the lis network cable was disconnected from the advia centralink data management system (centralink) ethernet card (nic), the centralink server was restarted, all services and translators started ok, the laboratory information system (lis) network cable was reconnected to the nic card. Centralink communication was restored and the system is operational. The cause of the loss of communication is unknown however the rsc specialist noted that two gateways are configured on the same server when only one should be configured. No further evaluation of this device is required.

Event description:
The customer notified siemens that communication was lost between centralink and the data management system (dms) after updating the advia centralink data management system (centralink) software for a time change. There was a delay in processing stat samples due to the loss of communication. There are no known reports of patient intervention or adverse health consequences due to the centralink loss of communication after the time change.